Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no significant damage to the packaging carton when returned. The packaging carton contained a zip lock bag with emg tube and pouch in it. There was no damage noted in the construction of the device. The device had no traces of contamination, and a surgical tape was wrapped around the tube when returned. Electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were 3.5 ohms (red), 3.6 ohms (red with clear tube) 3.7 ohms (blue), and 3.5 ohms (blue with clear tube) which showed that all electrodes were within specification. Functionally, the electrodes were connected to the nim system while tube was submerged in a saline solution and resulted in electrode check and functional test passing. While still being connected to the nim system, the tube was manipulated by being bent (each electrode was bent near the clear shrink bend) and again resulted in passing electrode check and functional test. Additionally, a syringe was used to inject 20cc of air into the cuff, and cuff inflated/deflated with no issues. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, when the doctor used the probe to detect the nerve, there was no waveform on nim .the doctor tried to check the electrode check and vocalis and 2 were showed v on nim. Finally ,the doctor changed a endotracheal tube to complete the surgery. There was no procedure delay and the procedure was completed with backup product. There was no patient impact on this event.